Event description:
Pt scheduled for left total knee replacement. An expired product dated (02/2015 left xpe patella) was implanted. This product was brought to the organization on the day of surgery by united orthopedic corporation service rep for this procedure. Implant availability was confirmed prior to the start of the procedure during the "time out" process. The expired implant discovery did not occur until the knee had been sized. At that point, the surgeon requested the appropriate size based on the trial process. The rep passed the requested size to the rn circulator. The circulator visualized for integrity and expiration. At that point, she informed the rep the implant was expired. He brought a second implant which too was expired. The rep did not have another implant specific to the size the surgeon requested. The surgeon was informed. The surgeon requested to use the expired implant "due to the nature of the case." The surgeon did inform the pt of the situation. The sales rep noted his company had informed him of impending expiration dates of products as early as 12/2014, but, he failed to remove implants prior to bringing products.